Event description:
Customer reported the male luer disconnected from a locking cannula female luer during a protonix infusion. Blood was leaking onto pt's bed from the locking cannula that was still attached to the PICC line. There was no report of pt harm or medical intervention. No further pt/event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.